Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had an image processing pc (ippc) problem. Upon troubleshooting, fse found the disk bay of the ippc was defective. To resolve the issue, fse replaced the disk bay of the ippc and host pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has completed a medical device correction z-1151-2024. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had ippc (image processing pc) problem. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.